Manufacturer narrative:
(B)(4) date sent: 11/17/2022. Additional information received: end date : blank => 14 nov 2022. Outcome : recovering/resolving => recovered/resolved. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => n/a.

Event description:
It was reported via clinical trial patient (B)(6) experience, odynophagia. Relationship to study device casual.

Manufacturer narrative:
(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 27386 batch number, and no non-conformances were identified. Additional information received: patient identifier: (B)(6), (B)(6) medical center, sex: female, age (at time of consent): 51 years, model: lxmc14, device lot number: 27386, date of surgery: (B)(6) 2022, adverse event term: odynophagia, severity: mild, relationship to study device: causal relationship, drug therapy: yes, outcome: recovering/resolving. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Blank: yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.